Event description:
It was reported that during a da vinci-assisted surgical procedure, the site is able to insert the instrument about half way and it stops. The doctor is also not able to take the insertion past about half way when in following mode for arm 2. The doctor was able to remove the prostate but converted the case to laparoscopic to get the lymph nodes. Technical support engineer (tse) called the back and the site was able to undrape and check the arm and it looked like one of the covers on the insertion part of the arm was moved/bent a little and catching when the arm was inserted.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse did not notice any physical damage to the patient side manipulator (psm). The psm was replaced to address the reported issue. Following service, the system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the psm associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as an error 23007 was triggered at power up. Fa found the link 6 was bent causing the error along insertion. As a fix the link 6 and front linear bearings were replaced.